Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2022 and the barbed suture was used. Prior to surgery, the problem of pulling off suture needle happened in the newly dispensed suture when it was opened to prepare for surgery. A like device was used to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned sample a short insertion was found in the suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Evaluation: visual analysis of image was submitted for evaluation determined that two winding formers could be observed with one detached from product, but image was not clear to determine failure mode. Opened sample of product was returned for analysis. Upon initial inspection of sample, there is one winding former with one detached needle and suture that were received. After investigation of the sample short insertion was observed in the suture. The visual inspection concluded that the combination of the needle/suture were found detached since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Events reported via: 2210968-2022-07022.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/26/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 investigations findings code: c22 - photo review. Additional b5 narrative: it was reported that a patient underwent a colorectal procedure on an unknown date in (B)(6) 2022 and the barbed suture was used. Prior to surgery, the problem of pulling off suture needle happened in the newly dispensed suture when it was opened to prepare for surgery. A like device was used to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned sample a short insertion was found in the suture. Additional information has been requested. Additional information was requested and the following was obtained: lot number? Unknown. Procedure name and date? Colorectal surgery. (B)(6) 2022. Event date? (B)(6) 2022. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 275 g/m product. Corrected information:  h6 component code - needle (g04092).